Event description:
It was reported that prior to a kidney stone procedure, while the fiber was outside of the pt, the doctor test fired the fiber and smoke was observed coming from the fiber connector. The fiber was replaced and the procedure was performed using a second fiber without issue. Pt outcome: "no pt injury".

Manufacturer narrative:
Fiber analysis: the fiber face at the proximal connector was found to be dirty and burned. The most probable root cause of the device failure was determined to be user handling/debris on the fiber face.